Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The patient reported via phone call that the insulin pump was stuck in the rewind complete/bolus delivery loop. The patient's blood glucose at the time of incident was 350 mg/dl. The insulin pump squirted insulin out of the tubing during the priming process. The act button would only prompt the customer to rewind and prime. The insulin pump will be returned for analysis.